Event description:
It was reported that the buttons on the insulin pump are not responding and the display is frozen. It was stated that the device alarmed button error and the alarm could not be cleared. It was stated that the customer was taking a shower and put her insulin pump on a shelf and some water got into it. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm, no frozen display, no moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during our testing. The insulin pump has cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked battery tube threads.